Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that there was a one minute delay as a result of this event to obtain another device. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that there was a one minute delay as a result of this event to obtain another device. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.